Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that due to the inability to interrogate the heartmate 3 system controller, the customer could not communicate with the system monitor or heartmate touch. The patient's heartmate 3 system controller was exchanged. No visible damage was found, and no debris was found on inspection. Numerous heartmate monitor connections were attempted without success.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller being unable to communicate was confirmed via evaluation. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. The system controller underwent functional testing and was unable to communicate with the system monitor. The power cables underwent continuity and insulation testing and did not pass. The white power cable¿s orange wire, transmission communication, was observed to be an open line. The power cables were cut open to inspect the condition of the wires. The orange communication wire in the white power cable was found to be severed. The controller¿s power cables were replaced with test cables in order to continue evaluation. The system controller passed functional testing and operated a mock circulatory loop for an extended period of time without issue. The root cause of the reported event was determined to be due to the damaged communication line, orange communication wire, on the white power cable; however, a root cause for the damage to the power cables was unable to be determined. Incidental findings: wire fatigue on the black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.